Event description:
The pt experienced a loss of stimulation sensation starting about 2 weeks ago. She usually felt pain in the left side when the stimulation was on and now no longer felt this "pain" for the past week or longer. Battery depletion was considered. She was re-directed to her physician. The healthcare professional confirmed the pt symptoms of lack of effect and attributed the event to "battery failure". A replacement of the neurostimulator was performed. No pt injuries were reported.

Manufacturer narrative:
(B) (4).